Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, during a routine follow-up, a chest x-ray revealed the right atrial (ra) lead had become dislodged and misplaced in the right ventricle. As a result, the patient was admitted to the hospital where the lead was repositioned, ultimately securing it in the right atrial lateral wall. Just three hours after the procedure, another chest x-ray confirmed that the lead had once again fallen into the right ventricle. These repeated procedures and the need for the patient's pocket to be opened caused her to experience anxiety. Eventually, the decision was made to explant the lead and plug the port of the device. No additional adverse patient effects were reported.

Event description:
It was reported that, during a routine follow-up, a chest x-ray revealed the right atrial (ra) lead had become dislodged and misplaced in the right ventricle. As a result, the patient was admitted to the hospital where the lead was repositioned, ultimately securing it in the right atrial lateral wall. Just three hours after the procedure, another chest x-ray confirmed that the lead had once again fallen into the right ventricle. These repeated procedures and the need for the patient's pocket to be opened caused her to experience anxiety. Eventually, the decision was made to explant the lead and plug the port of the device. No additional adverse patient effects were reported.